Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown oxford femoral component; item# unknown; lot# unknown, unknown oxford bearing; item# unknown; lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00075, 3002806535 - 2023 - 00076. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent an initial uni knee arthroplasty and subsequently a revision surgery was performed due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
Upon due diligence of the reported event, it was determined a medwatch report should not have been filed because the complaint is a duplicate of (B)(4). Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4) upon due diligence of the reported event, it was determined a medwatch report should not have been filed because the complaint is a duplicate of (B)(4). Given this information, this medwatch will be voided.